Event description:
Pt due for subcutaneous injection pt leg held tightly; went to poke skin and subcutaneous needle (bd eclipse 1ml 30g x1/2) bent in half as entering skin; immediately removed and new needle put on med; left scratch on pt with bleeding.